Event description:
It was reported that patient underwent total knee arthroplasty utilizing the vanguard instrument slaphammer on (B) (6) 2009. During the procedure, a pin became loose from the slaphammer and fell into the patient. The surgeon was able to retrieve the pin and finish the procedure with no further incident.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned device found evidence to suggest that the failure may have been caused by normal wear and tear for the current design. An ecr will be submitted to improve design. A precautionary statement is included in the package insert that 'biomet recommends that all instruments be regularly inspected for wear and disfigurement'.